Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and found a leak from a pinhole the tubing through pinch valve pv49. The fse confirmed that the diluent reservoir had not been filling and that the instrument had been generating "no diluent" error messages. The fse replaced the defective tubing through pinch valve pv49, which resolved the leak and the error. He also completed a scheduled preventative maintenance (pm) and the instrument ran without leaks or errors and all repairs were verified per established service procedure. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 25 ml from the lh500 instrument while running quality controls (qc). The leak was not contained within the instrument. The customer stated that "no diluent" error messages had been generated at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.